Event description:
During the procedure, a cook instinct endoscopic hemoclip was used in the colon post polypectomy. The clip closed onto the tissue site but would not release from the deployment device. The clip could not be reopened for removal. The clip was removed in the closed position without any harm to the patient. Another instinct clip was used to finish the originally intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned product could not confirm the report. The drive wire, and clip were intact when received. The device was advanced into a pentax ec3830-tl colonoscope in a simulated. Lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using expected amount of force applied to the handle, the clip did successfully deploy on simulated tissue. Therefore this device functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the issue observed by the user could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (ie, difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently, move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor complaint trends.